Manufacturer narrative:
If explanted; give date: (B)(6) 2018 (scheduled date; however, unconfirmed at this time) (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 6.0 diopter lens was implanted in the patient's right eye (od) on (B)(6) 2017. It was reported that the lens is scheduled for explant (B)(6) 2018, because the patient complained of blurry vision and dissatisfaction post-operatively. The replacement lens was the same model, but different diopter of 7.5. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information/correction: in the initial MDR, it was reported that a planned explant was scheduled for (B)(6) 2018. However, through follow up, additional information was provided confirming that the lens was explanted on (B)(6) 2018 and replaced with a zxr00 8.0 diopter intraocular lens (iol) with serial number (B)(4). Also, the issue was first reported on the patient's post-operative day 1 visit, there was no patient injury, there was no additional medical or surgical procedures performed, and the patient is doing fine post-operatively. This new information requires an supplemental emdr. Therefore, the following fields have been updated due to new information received: date of event: (B)(6) 2017. Expiration date: 08/08/2020. Serial number: (B)(4). UDI number: (B)(4). Catalog number: zxr00u0060. If explanted, give date: (B)(6) 2018. Device manufacture date: 08/08/2017. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing record cannot be reviewed since the serial number is unknown. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.